Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of 814:08 was confirmed and reproduced during product evaluation. The root cause was not determined by service. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A service history review revealed no previous service events were related to the reported condition.baxter will continue to monitor similar reports to determine if further actions are required.this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump which experienced failure code 814:08. This condition had the potential to interrupt delivery. It was reported to have occurred during power up. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.